Event description:
The customer called for help with his contour meter. While troubleshooting, he performed control tests and received results of 46 mg/dl. The normal control range was 102-141 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. The customer also insisted the meter be replaced. Replacement products were sent to the customer.